Manufacturer narrative:
This event is still under investigation.

Event description:
In 2007, a female patient underwent aaa repair. One flex main body graft and two iliac leg grafts were placed. Five months later, two main body extensions were placed. The patient didn't fit the inclusion criteria due to issues with the proximal neck. The physician chose to use the main body extensions to extend the graft after revascularizing the renals.